Event description:
The customer tested his blood glucose and received a contour reading of 22 mg/dl. He retested using another meter and received a reading of 290 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting. The results fell within the normal control range, but the strips are to be returned for eval. Replacement test strips were sent to the customer.